Manufacturer narrative:
(B)(4) date sent: 09/15/2004. Info was not provided by the initial contact. Result code: 400 - torn and missing outer gasket. Evaluation summary: only the sleeve of the device was received. The sleeve was noted to have a portion of the outer gasket torn and missing. All other components were present and in good condition. The olive button was returned in good condition.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the device was inserted when camera was inserted and the seal on the device ripped. The device was replaced. There was no patient consequence.